Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt stated she was in a car accident on friday (B)(6) 2021. Pt stated after the accident she turned stimulation off. Pt turned stim back on when she got home from the accident the same day. Pt stated that the stimulation feels like it is going to a different area so she is concerned that something has moved / shifted. The patient was redirected to her health care professional office to report the accident and request to have the ins / leads checked.